Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the rewind, prime, load and fill cannula sequence were successfully performed and completed on the pump. The ezprime screen correctly reflected the steps performed by showing all white filled boxes for the steps. The pump was exercised for 24 hours on a 1.00 unit basal rate; no 0.00 unit basal rates were recorded in history during this time period. After the 24 hour duration period, the ezprime screen still showed all steps completed. No hypersensitive keys were observed during investigation. No defects were found with the pump and the reported complaint was not duplicated during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas stating at times, the pump history indicated 0.00 basal units delivered and the pump did not emit any alarms. The pump reportedly was not suspended and no ¿loss of prime¿ warnings were emitted. The patient reportedly would also at random times go through the rewind/prime/load step sequence on the pump and the rewind box would not be checked. The rewind box reportedly looked ¿whited out¿ while, the prime and fill cannula boxes were reportedly filled in. The patient reportedly had the pump for 3 weeks . The patient denied that the pump was exposed to x-ray or moisture or that the pump was damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. No conclusions can be made at this time.